Manufacturer narrative:
Updated the summary and code grids.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that shock was not delivered. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, it was reported that shock was not delivered resulting in the operational check failure, specifically in the therapy test section. Troubleshooting included having the customer perform the operational check again. There were no issues nor errors. No parts replaced, no service provided. There was no fault found. The device is confirmed to be fully functional, remains at the customer site and returned to service. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Available details indicate that the shock was not delivered resulting in operational check failure, specifically the therapy test. Follow-up findings indicate that the power pca was repaired/replaced. The failed component is not expected for return. The device was returned to full functionality, returned to service and remains at the customer site. Based on the information available, the cause of the reported problem was component failure. The reported problem was confirmed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the battery was unable to discharge.